Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle failure is a light transmission problem, but the cause of the light guide bundle failure was traced to a component failure of the light guide bundle in which the most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited light guide bundle of the insertion section was slightly interrupted and weakened. There was no patient involvement.